Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set drew air in the line. The following information was provided by the initial reporter: mix drew air in line. Line drew air fell into drip chamber.

Event description:
It was reported that the bd alaris pump module smartsite infusion set drew air in the line. The following information was provided by the initial reporter: mix drew air in line. Line drew air fell into drip chamber.

Manufacturer narrative:
H6: investigation summary: one sample model 11522558 received for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline using gravity. The set free flowed until the bag was empty. The blue ball stopped flow. No air was observed in the tubing. The customer complaint that there air in the line could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 11522558 lot number 21125613 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.